Event description:
It was reported that while unloading a patient the safety bar came off of the safety hook and the cot tipped over. It was reported that the patient remained strapped to the cot however received a fractured rib and elbow contusion.

Event description:
It was reported that while unloading a patient the safety bar came off of the safety hook and the cot tipped over. It was reported that the patient remained strapped to the cot however received a fractured rib and elbow contusion.

Manufacturer narrative:
After investigation, it was confirmed that the cot had dropped but no alleged component level issue was reported. A review of previous similar complaints, the customers evaluation details, and the product manual identified that a likely cause as to why the cot had dropped may have been due to operator error. The operators may not have verified that the safety bar was latched into place with the safety hook. The device was not available.